Event description:
The report stated that during a beast augmentation procedure, there was an arc from mid-shaft of the electrode to the pt's left areola. It caused 2nd or 3rd degree burns as a series of small burns covering about 1/4 of the areola. Plastic surgeon indicated this will leave a number white marks on the normally dark areola. Post surgical examination by site stated that there was a hole in the insulation on both sides of the electrode. The generator was set at 30 cut and 30 coag. Generator, pencil and pad were non-vl products.

Manufacturer narrative:
Date of initial report: 08/05/2008. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.